Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was a small baseline pe noted prior to the start of the procedure measuring 0.96cm. Venous access was obtained. Heparin was used for anticoagulation. A versacross connect (vcc) transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The activated clotting time (act) was noted to be therapeutic. The was advanced into the la. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. After wds deployment, a mobile echogenic density was noted on the mitral side of the wds that appeared to be either attached to face of device or potentially under the fabric cap. Device was interrogated via transesophageal echocardiogram (tee) imaging, intracardiac echocardiogram (tee), and fluoroscopy. There was no leak or flow through the face of the wds and it met release criteria, and the angiography showed no flash or contrast beyond the laa signifying there was no cardiac perforation. The anesthesiologist disclosed the patient had hypotension, tachycardia, 2:1 atrial flutter for the last ten (10) minutes that required treatment. Additional hypotension was noted so additional medications and an arterial line was initiated. The right ventricle appeared to collapse signifying cardiac tamponade. A pericardiocentesis was performed and one (1) liter of dark red blood was removed. Hemodynamic stability was achieved, a pericardial drain placed, and the closure device was implanted while meeting release criteria. Heparin was reversed with protamine at this time. The procedure was concluded. The patient was sent to heart and vascular intensive care unit (hvicu) in stable condition with plans for continuous monitoring. The patient is expected to fully recover. Although cardiac perforation was not visualized, in the physician's opinion it is unknown if the suspected cardiac perforation occurred during right or left sided access but the pe was noted after wds deployment in the laa.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was a small baseline pe noted prior to the start of the procedure measuring 0.96cm. Venous access was obtained. Heparin was used for anticoagulation. A versacross connect (vcc) transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The activated clotting time (act) was noted to be therapeutic. The was advanced into the la. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. After wds deployment, a mobile echogenic density was noted on the mitral side of the wds that appeared to be either attached to face of device or potentially under the fabric cap. Device was interrogated via transesophageal echocardiogram (tee) imaging, intracardiac echocardiogram (tee), and fluoroscopy. There was no leak or flow through the face of the wds and it met release criteria, and the angiography showed no flash or contrast beyond the laa signifying there was no cardiac perforation. The anesthesiologist disclosed the patient had hypotension, tachycardia, 2:1 atrial flutter for the last ten (10) minutes that required treatment. Additional hypotension was noted so additional medications and an arterial line was initiated. The right ventricle appeared to collapse signifying cardiac tamponade. A pericardiocentesis was performed and one (1) liter of dark red blood was removed. Hemodynamic stability was achieved, a pericardial drain placed, and the closure device was implanted while meeting release criteria. Heparin was reversed with protamine at this time. The procedure was concluded. The patient was sent to heart and vascular intensive care unit (hvicu) in stable condition with plans for continuous monitoring. The patient is expected to fully recover. Although cardiac perforation was not visualized, in the physician's opinion it is unknown if the suspected cardiac perforation occurred during right or left sided access but the pe was noted after wds deployment in the laa. It was further reported the patient was discharged in stable condition. The physician's auto-transfused a portion of the blood removed from the pericardiocentesis back into the patient.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by members of the bsc quality engineer. The primary complaint allegation is cardiac trauma, and the media provided did not depict an additional device related allegation.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was a small baseline pe noted prior to the start of the procedure measuring 0.96cm. Venous access was obtained. Heparin was used for anticoagulation. A versacross connect (vcc) transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The activated clotting time (act) was noted to be therapeutic. The was was advanced into the la. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. After wds deployment, a mobile echogenic density was noted on the mitral side of the wds that appeared to be either attached to face of device or potentially under the fabric cap. Device was interrogated via transesophageal echocardiogram (tee) imaging, intracardiac echocardiogram (tee), and fluoroscopy. There was no leak or flow through the face of the wds and it met release criteria, and the angiography showed no flash or contrast beyond the laa signifying there was no cardiac perforation. The anesthesiologist disclosed the patient had hypotension, tachycardia, 2:1 atrial flutter for the last ten (10) minutes that required treatment. Additional hypotension was noted so additional medications and an arterial line was initiated. The right ventricle appeared to collapse signifying cardiac tamponade. A pericardiocentesis was performed and one (1) liter of dark red blood was removed. Hemodynamic stability was achieved, a pericardial drain placed, and the closure device was implanted while meeting release criteria. Heparin was reversed with protamine at this time. The procedure was concluded. The patient was sent to heart and vascular intensive care unit (hvicu) in stable condition with plans for continuous monitoring. The patient is expected to fully recover. Although cardiac perforation was not visualized, in the physician's opinion it is unknown if the suspected cardiac perforation occurred during right or left sided access but the pe was noted after wds deployment in the laa. It was further reported the patient was discharged in stable condition. The physician's auto-transfused a portion of the blood removed from the pericardiocentesis back into the patient.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.